Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2017 stating that this lead was most recently presenting and there may be noise. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).